Manufacturer narrative:
Correction to event date.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hm3 IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had major bleeding. The patient received 3 units of packed red blood cells, 3 units of fresh frozen plasma, 2 units of platelets, and 1 unit of cryoprecipitate to reverse coagulation. The event resolved on 15 sep 2017. No further information was provided.